Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would freeze on the screen with the logo until the screen was touched and the boot up would continue. It was noted that stylus was unresponsive for approximately thirty minutes when the programmer was booted up. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers screen froze with the company logo. It was noted that the power was disconnected and the battery removed but the issue remained as the programmer restarted to the same frozen screen. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.